Event description:
Additional information provided, device descriptions have been updated to spike set c180-o as primary suspect - disposable and connecting set c83-o as concomitant - disposable.

Manufacturer narrative:
(B)(4) follow up report for correction. Material descriptions have been updated to spike set c180-o as primary suspect and connecting set c83-o as concomitant. Primary suspect medical device catalog # has been updated to unknown. Primary suspect medical device lot # has been updated to unknown.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: this is a complaint about liquid accumulation at l&g connections (spike and injector) liquid accumulation and spraying out of medication was observed at the l&g injector during exchange of the infusion bag (when changing the bag after administration of antiemetic drug). 1. Where was the leakage occurred provide the exact location. Salesrep only know that the leak occurred around c180-o and c83-o and not sure exactly where it occurred. 2. Was the leak found between injector or spike ? Salesrep only know that the leak occurred around c180-o and c83-o and not sure exactly where it occurred. 3. Was there any cracks or damage in any parts of injector or spike? No (the nurse in charge did not report this). 4. Was medical treatment provided by the healthcare worker and if so, what was done? No additional medical treatment was performed as a result of this malfunction. 5. Have you confirmed that the connections were properly secured? Yes 6. Have you replaced the injector and completed the drug transfer or did you replaced with spike connector or both? The c180-o was replaced with an infusion bag, and the drug transfer was completed (the c83-o was not replaced). 7. Kindly provide optima injector material number and lot number if available. Unknown.

Manufacturer narrative:
Corrections: d.4. Device expiration date is unknown (g) 510(k) is unknown h.4. Device manufacture date is unknown investigation results: none samples or picture for investigation the only relevant point is that this spike belongs to a specific CAPA, since corrective actions are currently being taken to change the design of this spike to make it compatible with a type of bag used in the japanese market. Preliminary internal testing confirms that the current spike geometry is incompatible with several japanese bag types due to port design variations outside bd's control. Design adjustments are being evaluated to reduce insertion force, prevent stopper tearing, and eliminate leakage.

Event description:
No additional information.